Event description:
It was reported that the patient presented for a generator exchanged procedure. It was noted during the procedure that the old right ventricular (rv) lead's tip pin snapped off during removal from the device header of the implantable cardioverter defibrillator (ICD). A hex wrench failed to loosen the setscrew on the ICD header resulting in difficulty removing the rv lead. The patient experienced severe bradycardia and periods of asystole until right ventricular pacing was reestablished. The rv lead was capped and the ICD was replaced. The patient is recovering post-procedure.